Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose (bg) was 53 mg/dl; cause was unknown. Customer consumed food and milk to address low bg, and a recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that an unspecified alarm occurred. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touchscreen, and undefined alarms issue was verified, and a different issue was identified (damaged usb pins). Functional testing was performed and no failure was identified related to the low blood glucose issue.